Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, lot#:va0e632039, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that around (B)(6) 2021, they fell and injured their neck and shoulder area, and since the fall the implanted neurostimulator (ins) wasn't working right. They explained they were having a lot of pain between their shoulder blades where the leads were. Also, when they tried increasing their stimulation they did not feel it in their legs anymore, but could feel stimulation a little when increasing the intensity. Only one of their two groups was working.  Additionally, they said the adaptive stimulation feature was now only displaying the upright and laying down position.  They were seeing a screen with a doctor but didn't have further details on that screen, and couldn't pull that screen up again when on the call. They confirmed the ins was on and charged. They were redirected to see their doctor.  The patient mentioned they have an appointment with their doctor on (B)(6) 2021, but they wanted physician listings since their current doctor wasn't working with workman's comp.   No allegations were made against the lead.